Event description:
Initial reporter indicated that "she had trouble with her programming system yesterday, where she was not able to communicate with the pt's generator." Another programming system was used to successfully program the pt's vns device. The wand was returned to the MFR and the reported issue, failure to program, was confirmed. The serial data cable, which produced communication errors, had open conductors. A known good bench serial data cable was substituted and a known good bench battery was installed and all communication errors cleared.

Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.